Event description:
It was reported that the atrial lead was sensing r-waves not p-waves. During an atrial capture threshold test, it appeared that the atrial lead was capturing the ventricle. Lead dislodgement was suspected. The device was programmed to vvi mode.